Event description:
It was reported by service report that nurse call connections were damaged on the bed. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged connection and the 37 pin connector was disconnected from the headwall.